Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown insertion handle/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation (pfna) case on (B)(6) 2018, the pfna blade could not be locked in place. Initially, it was observed that the unknown insertion handle would not lock into the unknown protection sleeve, thus not locking the blade all the way. In the surgeon¿s attempt to reattach the blade and lock it fully, the blade was completely screwed from its housing instead and could not be recovered. Locking the blade was abandoned and the blade was left inside the patient. The surgeon noted that the blade should have a fail safe option so that it cannot disengage and therefore always lock effectively. It was also noted that the guide wire for pfna blade was bent when it was removed. There was a 30-minute surgical delay reported due to the device issue. The procedure was completed but with the blade sitting a little bit out than it would normally be. It is unknown what the patient outcome was. This report is for one (1) unknown insertion handle. This is report 1 of 4 for complaint (B)(4).

Event description:
Further it was reported that the reported incident was not due to instrument but due to either surgical technique or blade itself.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.